Event description:
It was reported that during gyn procedure the active blade broke. Unfortunately no information which procedure, when, etc. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and blade was broken and located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.